Event description:
According to the complainant, during prep, the guide wire would not exit the stent. The case was completed with a different device (manufacturer unknown).there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine, no patient contact".

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and that the shaft was kinked at the guidewire access port. On examination of the guidewire access port area it was noted that the inner lumen was slightly off line with the guidewire access port. When the recommended size 0.035 inch guidewire was inserted through the device it did not exit at the guidewire access port but continued on past it.